Event description:
Same case as MFR report #: 2134265-2008-04473. Clinical trial. It was reported that 1674 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure treated the de novo, 90% stenosed, 3.0x10mm mid lad (left anterior descending). Treatment consisted of predilation, placement of two taxus express2 study stents (3.0x16mm and 2.5x16mm), and post dilation resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and plavix. The pt was admitted on day 1670 with hypertension, chronic real insufficiency, cholecystitis, left ureteral stone, and horseshoe kidney. The pt was scheduled for a cholecystectomy and cystoscopy with stent placement after reversal of anti-coagulation and infusion of fresh frozen plasma. Surgery was planned for the presenting issues as no progress had been made and the pt's prognosis was poor. On day 1674, the pt went into cardiac arrest on the way to the or and expired. According to the death certificate, the cause of death was hypertension. No autopsy was performed. The investigator assessed this event as having an unk relationship to the study devices.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is anticipated procedural complication.